Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2025. Additional information was received indicating this medwatch # 2210968-2025-12111 is no longer reportable. This event was submitted under medwatch # 2210968-2025-13069. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4): sutures are detaching from the base of the needle during use. This file captures 10 out of 12 sutures. (B)(4): sutures are detaching from the base of the needle during use. This file captures 2 out of 12 sutures. Did the reported issue contribute to any patient adverse consequences? Please confirm how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the doctor has reported an issue with sutures. Specifically, the suture is detaching from the base of the needle during use, making it unusable. They had to discard approximately a dozen sutures due to this defect. Device is available for return. There were no patient consequence reported. Additional information was requested.